Manufacturer narrative:
(B)(4). Initial report date: 11/6/2015. One used manoscan eso z catheter was received for evaluation. The returned sample met specification as received by medtronic. The reported condition was not confirmed. A visual inspection revealed no damage. Additional functional testing was performed and the device was found to function normally and within specifications. (B)(4).

Event description:
It was reported that resistance was encountered upon insertion of the manometry catheter. After insertion of the catheter approximately 2 inches into the nose the catheter was no longer able to be advanced or removed. The physician removed the catheter from patient. Patient was given epinephrine to minimize bleeding. Physician reported the patient had a deviated septum which was unknown to the patient prior to the procedure. Patient did not present with any other symptoms and was discharged.